Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 was not detected on bus. A field service engineer (fse) found that the drawer was not detected on the pyxis bus and opened the back of the station and inspected all lights were on and appeared normal. Fse powered off the station, opened the back of drawer 5, and reseated all cables in 5.1 and 5.2. After powering the pyxis back on, logged into the hardware test application (hta), opened 5.1, popped open all cubie lids, and released a few pockets. Fse inspected the front panel and tightened the screws, then checked all half height front panels and tightened any loose ones. Then rebooted the station, and once back in the application, customer logged in and recovered the failure. Then inventoried the medications in 5.1. The system functioned as intended after the field service engineer repaired the device.